Event description:
The pt stated that the plunger of the insulin cartridge became stuck on the piston rod of the infusion device while trying to change the cartridge. She stated that this caused insulin to leak into the cartridge compartment of the infusion device. The pt was instructed on how to remove the plunger from the piston rod. She was advised to switch to her backup infusion device and to allow her primary infusion device to dry for 24 hrs before reconnecting. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.